Manufacturer narrative:
Failure investigation revealed that when the number of calibration entries in the database exceeds 32,767, for abl700 and 800 series blood gas analyzers, calibration errors will not be reflected on the analyzer's display or on the pts' results. Installing a blank database solves the problem. Blank databases have been installed on the following 4 analyzers: abl 825- 754r0075n005 and 754r0075n007. Abl 820- 754r013n002 and 754r0132n003. We are currently investigating whether the problem should be solved by a software upgrade for other customers.

Event description:
While performing service on a blood gas analyzer, a service technician found out that calibration errors reported in the calibration log were not displayed on the analyzer's main screen menu.